Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision was observed when utilizing a specific navlock tracker. It was reported that the site switched trackers and the surgeon felt precise. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that all tests passed and the system performed as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.